Event description:
The pt's spouse reported that the pt had died. There was no allegation that the pt's device contributed to their death. The drug contained in the pt's pump was morphine (unknown concentration/dose). Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.